Event description:
Healthcare professional reported right side ¿rupture" and "hematoma was found around the surgery area". The device has been explanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on (B)(6) 2025 to address correction. Device performance and/or risk profile are not impacted. Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.